Event description:
It was reported that the device was difficult to recapture during implant. A left atrial appendage (laa) closure procedure was being performed, and a 35mm watchman flx pro closure device was selected to be used. The patient had a very complex anatomy and during deployment the distal end of the closure device became jammed into a very small sub lobe and then folded over. When the physician began to recapture it, it was felt that there was a large amount of resistance and that recapturing of the closure device could be dangerous. Because the closure device was meeting position, anchor, size and seal (pass) criteria the physician elected to release the closure device rather than attempt to recapture and fix the distal end. The patient is fully recovered.